Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist troubleshot the issue and confirmed the progression of out-of-range/high impedance failure of the right lead. The device was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The patient later decided to have the device explanted. The device was removed and intact without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). The implantable pulse generator (ipg) and leads were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. No functional testing could be performed on both leads because leads are being received cut into two segments. Visual inspection observed fractured coils on the right lead. The analysis confirmed that lead conductor fractures caused the high impedance conditions observed with the right percutaneous stimulation lead. No fractured coil wires were observed with the left lead. Updated h6.

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist troubleshot the issue and confirmed the progression of out-of-range/high impedance failure of the right lead. The device was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The patient later decided to have the device explanted. The device was removed and intact without complications. There was no report of patient harm or injury.